Event description:
It was reported that the patient went to the doctor and was diagnosed with a skin infection. For treatment, the patient was given antibacterial cream, zyrtec and another unknown antibiotic. The patient was discharged after a few hours. No further details to report.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.